Event description:
Boston scientific received information that while attempting to gain access during an implant procedure, this patient developed a perforation in the pericardium when attempts were made to enter the coronary sinus with the acuity break away guide catheter. The procedure was stopped and the patient was admitted to the hospital to awaite another procedure. The patient remains stable. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.